Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the solid waste buildup in hydropneumatic waste canister, which blocked the float switch and kept it from operating properly. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) cleaned and flushed the solid waste from the float switch and canister. Fse calibrated the chemistries as needed and ran customer qc and verified the repairs per established procedures.